Manufacturer narrative:
Additional FDA product codes include: dqe- catheter, oximeter, fiberoptic dqo- catheter, intravascular, diagnostic kra- catheter, continuous flush. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan ganz catheter the cvp line broke off at the hub. There was no allegation of patient injury.